Event description:
Information was received from a patient regarding an external device. It was reported that the implanted neurostimulator was not working. Patient stated that they had been having trouble with the device for the last few months and that they went to their primary doctor because the neurosurgeon had moved too far away like 400 miles away so they couldn't go to them. Patient said that their primary doctor was supposed to get them another neurosurgeon, however they hadn't yet. Patient stated that last night they tried to recharge the implant for 4 hours, but the implant wouldn't take a charge and the equipment wouldn't even find the ins. Patient reset the controller during the call and attempted to start a recharging session of the implant. Patient saw the no device found screen, so patient service specialist had the patient select recharge to go through passive recharge mode. On the trying to recharge screen, patient saw the three numbers as 95 100 100. Patient confirmed seeing the controller light flashing green. Pt said that the ins was not working right and in the last few months the device would do its thing but they wouldn't feel the stimulation and they knew it was up high enough for them to feel it. Pt said that when they leaned back in a chair or laid down, then they could feel the stimulation. Pt said that they thought the leads were loose and that they had fallen twice. Pt said that they were in passive recharge mode for three hours yesterday without resolution. The pt they were going to see their healthcare provider (hcp) today at 2:30 since they were in agony without the ins working. Pt noted that nurse practitioner got them a referral for a neurosurgeon, however they didn't find a neurosurgeon to send the referral to for them. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. The pt then called and spoke with them and they were still unable to progress through passive recharge mode, even though they had been seeing those high connectivity numbers for quite some time. Pt said the issue was becoming very frustrating. The rep suggested both controller and recharger be replaced, but controller appeared toother wise function, charge and detect recharger normally. Agent explained recharger would be sent as replacement . Pt mentioned the rep also helped to locate a physician in their area for them when they spoke earlier so they can have internal components looked at. Pt mentioned that everyone they worked with through medtronic was so helpful and they were very appreciative. Agent explained to pt they may still see 'no device found' when they receive replacement, but to attempt passive recharge process again, and call back if they continue to have difficulties. A replacement recharger (rtm) was sent out.   Additional information was received from a patient (pt). It was reported that they got the new recharger (rtm) and still had the same issues. When recharging the ins it would say it can't find the ins and it kept going back to the thing of wait 10 minutes with the numbers on it getting 99-100-100 (agent understood passive recharge mode). It would not doing anything so the pt's said to ask for a controller and battery. During the reason for call, the pt  unplugged the rtm and got software problem 1.intellis 2.3.0 3.243 4.qf_port; pt reset the controller to clear the message. During call pt verified they were using the new rtm. A replacement controller was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 27-sep-2020, UDI#: (B)(4) b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.